Event description:
Additional information: the patient was listless and difficult to arouse. She was given narcan and admitted to the hospital for observation. The symptoms abated in a few hours.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient suffered overdose type symptoms several months earlier at a refill, though they were positive they remained in the refill septum. The pump was delivering fentanyl.

Manufacturer narrative:
Product ID 8590-1, lot# n154147, implanted: 2008-(B)(6), product type accessory product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).